Manufacturer narrative:
The driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing. The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (cracks in outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. .this is one of two reports (3007042319-2016-00521 and 3007042319-2016-00522) submitted for devices related to the same event. Device remains implanted.

Event description:
It was reported from the site that the patient underwent an elective driveline cleaning on (B)(6) 2015 due to assessment of potential return of contamination. As per service report contaminants observed in connector and a total pump off time was reported as being 60second in total. It was stated that an elective controller exchange was also performed as per protocol. Service report was made and sent to the manufacturer. No further information is available.